Event description:
A customer contacted beckman coulter inc (bci) regarding false high creatinine (cre) results generated by the synchron lxi 725 clinical system. Precision runs were performed to confirm the correct results. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found dried reagent at the base of the reagent syringe and replaced the syringe. The parts are being returned for investigation. Patient 1 is a (B)(6) female and patient 2 is a (B)(6) female.